Manufacturer narrative:
Qn#(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided a single lumen catheter that was separated at 1.5 cm below the juncture hub. No pieces appeared to be missing. The catheter body was severed at an angle. On the distal piece, the body was severely deformed in 2 areas adjacent to the point of separation. Microscopic examination of the broken ends revealed an appearance consistent with the catheter body being punctured by a needle. A review of manufacturing records did not yield any relevant findings. The provided instructions states "do no reinsert the needle into the catheter to minimize the risk of catheter damage." A puncture could be caused by either advancing the needle through a partially inserted catheter or withdrawing a partially inserted catheter against the needle bevel. Based on the sample and the information provided, operational context caused or contributed to this event. No further action will be taken.

Event description:
It was reported the catheter was being placed into the patient's right radial artery in the critical care unit without ultrasound. During insertion, the catheter was being advanced over the guide wire. The clinician was unable to easily remove the guide wire and the catheter separated into two pieces approximately 2 cm below the juncture hub. They applied pressure and the catheter held onto the guide wire tip and they were able to carefully pull out the piece of catheter. No surgical procedure was required. The patient ended up not needing the catheter, therefore, it was not replaced. There was a delay in treatment with no patient harm and no patient death or complications reported.

Manufacturer narrative:
(B)(4).